Event description:
Procedure type: low an resect double staple. According to the reporter: at the first firing, distally-fired staples were not formed. New cartridge was opened to complete procedure. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).